Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: hamilton medical ag received the following complaint description (quotation of the customer/reporter): "we detected a vibration from the inspiratory valve that was reflected in the expiratory valve, in this case can you recommend the use of the neonatal circuit adapter pn 160595?" Health impact: no health impact or consequences were reported.

Event description:
The following was reported to hamilton medical ag: hamilton medical ag received the following complaint description (quotation of the customer/reporter): "we detected a vibration from the inspiratory valve that was reflected in the expiratory valve, in this case can you recommend the use of the neonatal circuit adapter pn (B)(4)" health impact: no health impact or consequences were reported.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: the case is not reportable because the issue was caused by user error, not a device malfunction. The incorrect adapter kit was used, which led to device oscillation during neonatal treatment. Since the device itself functioned as intended when used correctly, there is no failure that could pose a potential risk under normal use conditions. The issue was resolved by installing neonatal circuit adapter, pn (B)(4).